Event description:
It was reported that while the patient was on telemetry, the device appeared to have multiple instances of dropped beats. The right ventricular lead was also noted to be oversensing. The ventricular sensing was reprogrammed. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri58 lead, implanted: (B)(6) 2014. (B)(4).